Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('it caused me to bleed out required immediate surgery to remove my lady part') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "implanted three separate essure devices". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure floating in my abdomen') and genital haemorrhage ('it caused me to bleed out required immediate surgery to remove my lady part') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted three separate essure devices". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and intentional device use issue ("implanted three separate essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage and intentional device use issue outcome was unknown. The reporter considered device dislocation, genital haemorrhage and intentional device use issue to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: essure floating in my abdomen,implanted three separate coils quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event : implanted three separate coils were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure floating in my abdomen') and genital haemorrhage ('it caused me to bleed out required immediate surgery to remove my lady part') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted three separate essure devices". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and intentional device use issue ("implanted three separate essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage and intentional device use issue outcome was unknown. The reporter considered device dislocation, genital haemorrhage and intentional device use issue to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: essure floating in my abdomen,implanted three separate coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure floating in my abdomen') and genital haemorrhage ('it caused me to bleed out required immediate surgery to remove my lady part') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "implanted three separate essure devices". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: essure floating in my abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Fu 3 and fu 4 processed together. Event: essure floating in my abdomen were added. On 20-mar-2020: social media received. Reporter's information added. Fu 3 and fu 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('it caused me to bleed out required immediate surgery to remove my lady part') in a female patient who had essure inserted. Other product or product use issues identified: device use issue "implanted three separate essure devices". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.